Event description:
The lay reporter contacted lifescan (lfs) in 2005 alleging that the pt's fasttake meter would not power on. The last time the lay user/pt tested on her lfs meter had been "weeks or months" ago. Date unk, the pt felt lethargic and weak and tested on her spouse's meter and received a reading in the 500's. The pt went to the hosp due to the high reading and the reading was in the 500's on the hosp device and was treated with a "pill". The meter is not a new product (out of box). The pt was using the correct vial of test strips. The meter does not power on by pressing the power button. The batteries were installed incorrectly; therefore, the meter was not powering on. Customer care agent (cca) had the lay reporter reseat the batteries correctly and the meter powered on. The issue was resolved via troubleshooting. Cca sent the pt a replacement meter and test strips. This complaint is being reported as an adverse event as the user was unable to test her blood glucose. She eventually experienced symptoms, was again unable to test on her meter, and had to go to the hosp where she received treatment for hyperglycemia.